Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed at a depth of 2 mm. Upon release of the valve, hypotension resulted. Transesophageal echocardiogram (tee) identified moderate-severe paravalvular leak (pvl) and cardiopulmonary bypass (cpb) was initiated to give pressure support. Balloon aortic valvuloplasty (bav) was performed and yielded little improvement in pvl. The valve was explanted and replaced with a non-medtronic surgical aortic valve. No additional adverse patient effects were reported.